Event description:
It was reported that there was resistance noted during catheter removal and the catheter stretched and broke in the patient. The patient was taken back to surgery, but the distal portion was not found. Two residents initially tried to remove before the surgeon attempted.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The device involved in this incident was not available for evaluation and investigation at the time of the report. Without the actual product, model, or lot number, a complete analysis cannot be conducted. The device is expected to be returned for evaluation. It was reported that there was resistance noted during catheter removal and the catheter stretched and broke in the patient. The patient was taken back to surgery, but the distal portion was not found. Two residents initially tried to remove before the surgeon attempted. Based on this information received, the technique used in the removal of the catheter may have contributed to the reported incident. I-flow has prepare a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (B) (4) and the directions for use (B) (4) contain a warning: "6. Do not suture through catheter to avoid catheter breakage during removal." It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso (B) (4) tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional information that is pertinent to this event becomes available, 1-flow will submit a follow-up report.